Event description:
A report was received that a trial patient was admitted to the emergency room for chest pains. The physician explanted the patient's leads and the patient's pain has since subsided. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50e (B)(4) description:st linear trial lead, 50cm with pre-loaded 0.014 inches stylet (streamlined) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a trial patient was admitted to the emergency room for chest pains. The physician explanted the patient¿s leads and the patient's pain has since subsided. The patient is reportedly doing well following the procedure.